Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia is not working on the cooler heater unit. Per the perfusion technician, when she was trying to troubleshoot the issue, she heard a faint buzzing noise like the sound of a motor going out. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.